Manufacturer narrative:
Root cause identified: no product sample was not received, therefore no investigation could be carried out. Conclusions: there is no previous complaint to this assembly part number. Corrective actions: no formal corrective actions were assigned due to lack of physical sample.

Event description:
Customer reports via phone: retention balloon prepped once, then positioned. The retention balloon was given one squeeze on the white pillow. Retention cuff burst. Second retention cuff system was then prepped once. Positioned. Retention cuff given 1 and 1/2 squeezes on the white pillow. The retention cuff burst.